Manufacturer narrative:
The expedium 5.5 ti 6x40mm uni-planar screw was returned for evaluation. Visual inspection revealed that the saddle had been dislodged 90 degrees from its intended location. A DHR review found no issues that could have caused or contributed to the reported event. Complaint trend analysis found no related complaints. The root cause cannot be positively determined based on the provided description or returned sample. However it is likely that the saddle was subjected to a higher than anticipated loading. Based on the outcome of the investigation, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr haber was rotating head of screw with head turner. The screw head was twisted which seemed to have caused the 'inner saddle' to become deformed.